Event description:
It was reported that: the nursing staff in the ICU heard a popping sound come from the room, the user entered the room and observed smoke around the ventilator. The pt was immediately ventilated with an alternate device. No pt injury reported.